Manufacturer narrative:
Although image was provided for this complaint reported as flotrac system - broken, separated after image evaluation performed the defect could not be confirmed. Reviews of the device history record, lot history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the reported complaint. As such, based on available information, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
UDI related data quality updates only. The following are additional product codes for this device: drs transducer, blood-pressure, extravascular. Dqe catheter, oximeter, fiberoptic . The following is corrected data, as the original identification information sent did not match the data submitted to the global unique device identification database (gudid): d1 brand name: flotrac. D2a common device name: computer, diagnostic, pre-programmed, single-function. D2b device product code: dxg.

Manufacturer narrative:
The device was not returned for evaluation. Device was discarded. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while a nurse was repositioning a patient it was noticed that the flotrac arterial tubing came apart at the connection below the transducer. No harm to patient. It was caught immediately. It was reported that the defective sample was discarded by clinician. Per the customer, the connection that came apart was a non bonded connection.